Event description:
After atherectomy was performed the cardiology fellow attempted to remove the device, however he met resistance at the sheath. Before the attending could tell him to stop, the fellow pulled harder to get the device out and the entire nosecone came off and remained in the patient. The nosecone was successfully retrieved from the artery with a snare.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.